Event description:
It was reported, that the right ventricular lead exhibited failure to capture and high impedance. It was discovered, that the lead had insulation failure. The lead was explanted and replaced. The patient was in stable condition.